Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation is progress. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown origin. The patient was taking an unspecified medication for treatment for an unknown indication. On (B)(6) 2009, the humapen memoir (lot 0712c02) was reported to be defective. This humapen memoir is associated with product complaint (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on (B)(6) 2009. Initial examination found missing segments in the dose number display. It was unknown if this humapen memoir was continued.